Event description:
Customer reported the system will not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a fuse on the ps4 power supply. System operates as intended.